Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02706. It was reported that the patient experienced ineffective stimulation. The patient underwent surgical intervention in which the leads were explanted and replaced. The new leads were placed in a better position. Effective therapy was restored post operation.

Event description:
Related manufacturer reference number: 3006705815-2019-02706.